Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that implantable cardiac defibrillator (ICD) went into back up mode after magnetic resonance imaging (MRI) procedure. No intervention was performed. There were no patient consequences.